Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and low reservoir alarm. The customer indicated that she changed the infusion set hoping that would clear the alarm but it did not. Customer does not recall any significant events leading to the error. Customer's blood glucose was 460 mg/dl at the time of incident. Troubleshooting was done for motor error but the pump could not complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.